Manufacturer narrative:
UDI: (B)(4). Reporter's phone number was not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the drill attachment device was worn out. It was further determined that the device failed the following pre-tests: check the physical condition and check unintended oscillations. It was noted in the service order that the adapter had external and internal wear. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date of manufacturer was documented as nov 10, 2005 on the initial report. It has been updated as aug 20, 2008. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.